Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that there was a leakage found just below the extension line hub during use. The catheter was replaced.

Manufacturer narrative:
(B)(4). The customer returned one single lumen cvc catheter for evaluation. The catheter was returned with an injection hub on the extension line and a box clamp on the catheter body. Visual examination did not reveal any defects on the extension line, catheter body, catheter tip, or juncture hub. Microscopic examination of the catheter did not reveal any defects. The catheter body and extension line met all dimensional requirements. Functional testing was performed by the extension line to the lab leak tester and clamping off the distal end of the catheter. The leak tester was turned on and the pressure was increased to 45 psi and held for 30 seconds. No leaks were observed from any region of the catheter. The test was repeated with the injection hub attached to the extension line and no leaks were observed. A device history record (DHR) review was performed on the catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) for this product advises that indwelling catheters should be routinely inspected for desired flow rate, security of dressing, correct catheter position and for secure luer-lock connection. (Con't) other remarks: the reported complaint of the catheter leaking could not be confirmed through examination and functional testing of the returned sample. The returned catheter did not leak during functional testing and met all dimensional and visual requirements. A DHR review did not reveal any manufacturing related issues. No problem was found with the returned catheter.

Event description:
The customer alleges that there was a leakage found just below the extension line hub during use. The catheter was replaced.